Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were saturated. Additional malfunctions include manifold valve was not shifting fully, and the fitting receptacles for the base were damaged.